Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced visual disturbance and halos. The iol was explanted and exchanged in a secondary procedure for atiol lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).